Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% stenosis, de novo in the distal left descending artery (lad). The 2.0 x 12 mm nc trek balloon catheter was advanced to the lesion and was inflated one time at 10 atmospheres (atm); however, when inflated for second time at 12 atm the balloon ruptured. There was no resistance advancing or removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Interaction with the lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.